Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised temporary removal of the lifevest due to the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.